Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 412 mg/dl at the time of the incident. Customer was off the insulin pump since 18 days and was hospitalized due to non-diabetes related. Customer was feeling sick and had bloused. Customer was not using auto mode feature. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.